Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. All operating currents were within specification and the off no power alarm functioned properly. No unexpected no delivery alarm was noted. The battery was removed and reinserted with no failed battery test or battery out limit alarm noted. The insulin pump was monitored with the battery removed and no audio anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube and a cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.

Event description:
It was reported that the customer had high blood glucose levels of 600 mg/dl. The customer treated with a manual insulin injection. The customer reported a no delivery alarm and a failed battery test from the insulin pump. Troubleshooting was done. The customer also reported a hospitalization for low blood glucose levels of 58 mg/dl on (B)(6)2014. The customer also reported a hospitalization for high blood glucose of 600 mg/dl on (B)(6) 2014. The customer also reported being involved in a car accident back in (B)(6) 2014. The customer also reported that the insulin pump was exposed to a strong magnetic field from a chest x-ray. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.